Manufacturer narrative:
Event date: exact date unknown, event occurred a year ago from the date manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an explant procedure wherein only the ipg was explanted due to an unknown reason. No further information has been obtained despite good faith efforts.